Event description:
Pain management table "broke" with patient on table. Table went from horizontal to 45 degrees head down. Patient slid off table. The patient described the event as causing a "jolt" to his right arm and shoulder. He was taken to the emergency room for eval, but the extent of his injuries is unknown. It was discovered that the lower trendelenburg actuator mount had broken away from the frame. This caused the head end of the table to fall suddenly.

Manufacturer narrative:
Incident resulted from weld failure. While less than 0.02% welds have failed, the incidence of failure in 2004 is higher than in other years. For that reason, all customers with models who have reported weld failure, and are from batches of steel used in 2004, will be conducted and an upgrade will be installed to ensure no failures in the future.